Event description:
Scooter was plugged into wall for recharging using an extension cord. A fire started. Fire dept was called and precautionary measures (evacuation of building) took place. Damage to customer's living quarters and to scooter. Customer was hospitalized.